Event description:
The customer reported the system displayed several error messages. No report of patient injury.

Manufacturer narrative:
A ge service representative contacted the site and was informed the customer was planning to replace the batteries by a third party. Following replacement, the system operated as intended with no further complaints.